Manufacturer narrative:
(B)(4). G2: report source spain. De fortuny, lucas martorell, leal, alexandre coelho, sanchez-soler, juan francisco, martinez-diaz, santos, leon, alfonso, lopez,marques f. (2022) mini-invasive approach vs. Traditional open reduction for periprosthetic hip fracture osteosynthesis with the ncb plate. Injury, vol 54, pgs. 706-711. Https://doi.org/10.1016/j.injury.2022.10.015 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental mir will be submitted.

Event description:
It was reported in a journal article that 2 patients experienced infection. Additional surgery was required; however, no further details have been provided. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records and sterile certificate could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. During the investigation process a review of the sterile certifications was not possible, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As no product information was provided, validation of sterile certifications cannot be performed; therefore, the reported device cannot be excluded as a possible source of the reported infection. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.